Event description:
The user facility reported that smoke and a small flame were coming from the table's power cable. The reported event occurred between cases; no patient involvement was reported. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found one of the male power connection terminals within the table's ac receptacle had been detached and was still in the ac power cord receptacle. The technician replaced the ac receptacle and power cord, tested the table and returned it to service; no further issues have been reported. The table has been in service for approximately 16 years and is serviced and maintained by the user facility.